Event description:
Customer reported a button error on her insulin pump. She was priming the device and the buttons were not working. Customer changed out the battery twice and the device alarmed failed battery test. Then the device alarmed button error. Customer stated her blood glucose was possibly 400 mg/dl due to the insulin pump not working. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.